Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation. Four events were duplicated during testing. One device was found to be affected by debris. Two devices were found to have corrosion. One devices were found to have corroded bearings. Two devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device overheated. Six reported events had no patient involvement; no patient impact.